Event description:
Per user facility report #03-0064-2000-v19. Pt in o.r. For repair of linguinal hernia which was comprised of colon. Procedure was complicated because of scarring. Multiple attempts at disecting colon free. Portions of colonic loop began to devascularize probably from traction on mesenteric vessels. Pt required resection of colon to perform primary anastomosis.